Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Balloon was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence since activation of device. No adverse patient effects.